Manufacturer narrative:
The reported complaint of undersensing and false bradycardia and pause episodes were confirmed. Based on the information provided, the root cause of these false episodes were due to r wave undersensing at device programmed max sensitivity level.

Event description:
It was reported that the implantable cardiac monitor exhibited under-sensing. It was noted that the device has been experiencing sustained moments of signal drop causing the device to store and transmit false positive episodes.